Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the right brachial vein with a 90% stenosis the guidewire was noted protruding out of the side of the distal tip. The physician noted that it may have occurred during product set-up. There was no reported patient injury. One non sterile catheter slalom thrill 5x4 80 cm 3.7 was received coiled inside a plastic bag. The balloon was inflated and deflated. Puncture was noted a 3 millimeters of the distal tip. Puncture damage was from inside to outside inner body. The protected tube was included in the device returned. No other anomalies were observed in the returned device. Sem analysis was performed in order to identify the cause of tip puncture. Results showed that the tip external surface exhibited evidence of abrasions near the puncture. The material of the tip appears to be cleft and as if it was pinched/penetrated with a pointed object; however this could not be conclusively determined. The tip internal surface exhibited no evidence of abrasions. The exact cause of the failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed; however the exact cause of this failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process. Controls are in place to prevent defective distal tip products from leaving the facility no corrective action will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event. The exact cause of the failure could not be conclusively determined. One non sterile catheter slalom thrill 5x4 80 cm 3.7 was received coiled inside a plastic bag. The balloon was inflated and deflated. Puncture was noted a 3 millimeters of the distal tip. Puncture damage was from inside to outside inner body. The protected tube was included in the device returned. No other anomalies were observed in the returned device. Sem analysis was performed in order to identify the cause of tip puncture. Results showed that the tip external surface exhibited evidence of abrasions near the puncture. The material of the tip appears to be cleft and as if it was pinched/penetrated with a pointed object; however this could not be conclusively determined. The tip internal surface exhibited no evidence of abrasions. The exact cause of the failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous transluminal angioplasty of a shunt, the slalom thrill 5x4 80cm 3.7f catheter and gw (details unk) were set at outside the patient. They were inserted in the patient but it was noticed under fluoroscopy that the gw was protruding the side of the distal tip. The device was removed from the patient and exchanged to a new product (details unk). The physician indicated that the protruding possibly occurred during the product setting outside the patient. The procedure was completed without patient injury. There will be a product return. The target lesion right brachial vein with a 90% rate of stenosis. The product was stored, prepped and handled according to instructions for use. No adverse events were reported.